Event description:
Reporter indicated the patient underwent a prophylactic generator replacement. The physician wanted to reposition the generator during the surgery as it was beginning to "shift because the patient lost a lot of weight and added muscle." During the surgery, the surgeon found capsular tissue, which was the body's response to the implanted generator. The capsular tissue was removed during the surgery. The explanted generator was returned to the manufacturer and a product analysis was performed. No anomalies were identified with the returned generator.